Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Report source - (B)(6). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to patient fall. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total reverse shoulder arthroplasty. Subsequently, patient was revised due to loosening of the nano humeral component. The loosening was caused by a patient fall that was unrelated to the implants. The nano humeral component, humeral tray, and poly bearing were removed and replaced. No additional patient consequences were reported.